Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00905 and 1828100-2014-00943. The customer is still using the unit and just ignoring the potassium reading.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were inaccurate potassium readings on the blood parameter monitor (bpm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, blood loss, nor adverse consequence to the pt. Per the clinical review on (B)(6) 2014: according to the perfusionist (ccp), the bpm potassium measure drifts higher than the laboratory analyzed measure during the procedure. The bpm potassium value is always higher than the laboratory analyzer and there can be as much as a 2.0 - 2.5 mmol/l difference between the bpm and the laboratory analyzer. The bpm is calibrated with the calibrator 540, and according to the ccp the potassium code is correctly put in. After the pt is stable on cpb (about fifteen to twenty minutes into cpb) and after the first dose of cardioplegia, an in vivo calibration is completed. At this time. The bpm is set to match the results of the hosp blood gas analyzer. Since the potassium accuracy issue has been observed, in the past 2 to 3 months, in vivo recalibrations are performed every 15 to 20 minutes on cpb. Prior to this observation, in vivo recalibrations were performed every 40 to 45 minutes. The ccp stated that all other bpm measures (except potassium) closely match the laboratory analyzed values. The ccp stated that they have three bpm units and all the units exhibit this behavior and this has become an issue since the units have received the notice of field correction (nfc) (potting of the bpm's). This issue was not observed prior to the nfc. The cases are all completed successfully, without delay and without associated blood loss. There has been no harm observed, and the potassium measures of the bpm are not used, in isolation, to treat and/or manage the pt.